Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached. There was no visible damage to the pusher assembly and the coil. The evaluation could not determine the cause of the reported event as the implant coil detached as intended with an in-house instant detacher during the evaluation. All devices are 100% for damages and irregularities during manufacture. (B)(4)

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported that the implant coil could not be detached despite three attempts. The coil was removed from the patient and another coil was used to complete the surgery. No patient injury was reported as a result of the procedure.